Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) batteries would not charge. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr), the user facility's biomedical engineer found the shipping crate to be damaged upon arrival. The biomedical engineer tested the unit and found that the batteries would not charge. The fsr verified that the batteries would not charge. He replaced the power manager board. After further testing it was determined that both batteries also needed to be replaced. The fsr replaced the batteries. The unit operated to the manufacturer's specifications. The suspect power manager board was returned to the manufacturer for further evaluation, however the user facility that owned the hlm opted to not return the batteries. Per data log review, the system log showed the system was powered up from (B)(6) 2021 to (B)(6) 2021. The battery charger was disabled during that time and battery capacity was 15/16 (full). The next time the system was powered up was on (B)(6) 2021 and capacity had dropped to 0/16 (empty). The charger still showed as off. The power manager was replaced on (B)(6) 2021 and capacity eventually returned to 15/16 (full). The log confirmed the complaint.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the resistors to be intact and undamaged. The pst connected the power manager module to the lab use only (luo) testing platter and monitored the charge of the luo batteries for approximately 18 hours. Both the luo batteries met the minimum voltage of 12.5 volts direct current (vdc) and the minimum conductance of 375 siemens (s). It was determined that the power manager module met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.